Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2025, the patient experienced loss of consciousness. It was not known what the cgm or blood glucose reading was at the time of the onset of symptoms. An ambulance was called and when a fingerstick was taken by the paramedics the cgm reading was 67 mg/dl, and the blood glucose reading was 36 mg/dl. The patient was treated with intravenous fluids. The patient stated that they had been confused, ¿low hangover¿, and sick to the stomach during the event, but recovered at home, and was brought to the hospital. There was no information of further medical evaluation or intervention at the hospital. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.